Event description:
Ivus ultrasound stopped working while in the body and we were unable to shut it off. We removed it from the patient and manually disconnected the catheter from the motor drive unit so it stopped and then rebooted the machine. The hard drive on the pc was found to be failing and the shuttle pc was subsequently replaced by the manufacturer.